Manufacturer narrative:
(B)(4). This product is manufactured by biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Concomitant medical devices: vanguard tibial bering 12x71/75, ref. 183442, lot 587690 and vanguard cr ilok fem-rt 62.5, ref. 183006, lot j6107437. Return unavailable by hospital policy.

Event description:
It was reported that patient underwent right total knee revision due to pain and during the procedure it was identified that the tibia removed with very little cement attached.